Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) was never able to receive effective therapy. The patient underwent revision surgery where the unilateral pns lead was removed and replaced with ons leads to try a different area of stimulation.